Event description:
Per the audiologist, the pt presented with swelling around the implant site. There was no indication of infection. The pt was treated with hormone injections. A revision surgery was done in 2008 (date not reported) to clean the "pathological issue" around the implant.

Manufacturer narrative:
This type of event is addressed in the device labeling.